Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer and requested the log files for further investigation. The customer could not provide the requested logs and, thus, an onsite visit was needed. The rse requested philips field service engineer (fse) to pull out and check log files for why there was disconnection/no alarm for telemetry. The rse sent the customer a quote regarding the onsite service but the quote was rejected and no work was performed by philips. A philips product specialist engineer (pse) and a clinical application specialist (cas) reviewed the audit logs provided by the customer. Alarms were generated at the pic when there was an mx40 tele system being used and which was also in the alarm management feature in global settings, the ¿alarms off¿ setting was set to 1 minute. So, if the alarm started at 05:27:39 and then paused, it would be another minute before the yellow alarm would sound at around 05:28:29. Based on the analysis, the pic ix was working as intended. Based on this information, the device did not cause or contribute to the reported event.a good faith efforts (gfe) was made to obtain additional information and resolution about the reported issue. But no other information was provided. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the quote was rejected and the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer declined service.

Manufacturer narrative:
Additional information was received which clarified the reported issue, the customer claimed that when reading through the telemetry a yellow alarm was not showing on the telemetry device as the customer states there was a pause of 3.7 seconds. The technical consultant reviewed the audit trail and found that the telemetry device reported was not in use on the reported date and time. The telemetry configurations were reviewed by the senior clinical product specialist, and it was identified the device in question was not configured to provide a pause alarm. Based on the information available there was no malfunction of the patient information center (pic) or telemetry. The reported problem was not confirmed. B3 event date was corrected to january 29, 2024. D4 data correction to device identifier the telemetry device is reported in MFR 1218950-2024-00203.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. Reporting institution phone: (B)(6).

Event description:
It was reported there was a "pause" of 3.7 seconds, which the telemetry has not alerted/responded to. The device was in clinical use at the time of the event, no adverse event or patient harm was reported.